Event description:
It was reported by service report that the IV pole screw was missing causing the IV pole to become unstable and potentially falling in an untended direction. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Results: IV pole.